Event description:
It was reported the rigid video scope had green streaks in the image during the operation. The issue occurred during a therapeutic and diagnostic laparoscopic revision of the abdominal cavity and rectal suture laparoscopically procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. Correction: b5, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the malfunction of no image was due to a broken video cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had green streaks in the image during the operation. The issue occurred during a therapeutic laparoscopic revision of the abdominal cavity and rectal suture laparoscopically procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.